Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings:.#1. The last bolus was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015. On (B)(4) 2015 from 11:14 a rewind was performed; deliveries resumed at 11:47. Pump was exercised for 24hr duration period; no alarms occurred during this time. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No delivery defects found during delivery accuracy testing. Pump pass and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. Unrelated to the complaint, the battery compartment is cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 519 mg/dl with moderate ketones, polyuria and polydipsia. The patient received no unusual treatment. During trouble shooting, customer support found that the pump was not calculating recommended bolus total correctly. This complaint is being reported as the issue was not resolved and the patient experienced hyperglycemia.